Manufacturer narrative:
Available information suggests that this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial and right ventricular lead developed a boil at the incision site and streaks on the skin in the breast area. The patient reported being seen in the emergency room. The boil was removed surgically and the patient was placed on oral antibiotics. The patient reported that following the procedure to remove the boil, there is now a hole in the incision area and the patient feels tired and drained. A follow up appointment with the physician was scheduled.